Event description:
It was reported that the user experienced multiple low glucose readings, with sensor and fingerstick values in the low 50s mg/dl, after a recent supply change, and review of the device report showed little to no insulin delivery for approximately six hours; troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included use of oral glucose. Investigation included internal review of device-delivered insulin history and user-reported troubleshooting steps. Investigation of this case revealed no evidence of overdelivery of insulin and no device alarm behavior, with the event characterized as hypoglycemia of unclear cause after a set change and minimal recent insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.